Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of elevated threshold and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exemption of procedural damage.